Manufacturer narrative:
Additional information h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump took too long to infuse during irinotecan therapy at 136 mg/meter squared. The pump was set to run over 90 minutes and actually finished in 2.5 hours. Rate was set at 341 ml/hr, the dose was 240 mg, volume to be infused 512 ml. The event occurred in the oncology infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.